Event description:
Pelvic pain, bloating, painful intercourse. Postoperative. Diagnoses: menorrhagia. Chronic pelvic pain. With the addition of a left hemorrhagic ovarian cyst. Procedure: laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and left oophorectomy and cystoscopy findings: normal uterus and right tube. Dilated left tube. Both tube adhesions to pelvic sidewall and ovary, more on the left. Left hemorrhagic ovarian cyst approximately 5 cm in size. There was not a significant amount of adhesions to the uterus. However, both fallopian tubes were adherent to the overlying ovaries, and the left ovary was enlarged with a hemorrhagic cyst. The right ovary appeared within normal limits. After surgery all side affects are now gone. (B)(4).